Manufacturer narrative:
(B)(4). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb was bent on the left hand side. There was minor wear noted to the roller gear and slight galling to the roller shaft extension. The ratchet handle would not seat properly onto the roller shaft extension. The test mesh using the customer¿s mesher and ratchet was unable to be performed due to the damaged comb. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical which included replacement of the damaged roller, comb and ratchet gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the ratchet handle would not seat properly onto the roller shaft extension. While during the initial inspection it was noted that the ratchet handle would not seat properly onto the roller shaft extension, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the ratchet did not slide on properly. Investigation results revealed that the comb was bent. No adverse events have been reported as a result of the malfunction.